Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. Therefore, a product analysis could not be performed. The root cause is unknown the instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil in the catheter, the implant detached halfway to the treatment site. The coil was then pushed into the treatment site and placed without any reported issues. There was no reported patient injury or intervention.